Manufacturer narrative:
Patient demographics now provided.

Manufacturer narrative:
The gantry motion control box was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. After installing the part in the imaging system, the system achieved motion, generator and communication ready and both 2d and 3d imaging were successful. The door open and close functions were as expected. The device was found to be fully functional with no problem found.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. An intermittent door ope/close failure was confirmed. The gantry motion controller was replaced and the issue was resolved. The motion controller has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system gantry door would only move 3-4 inches when the user was attempting to close it. The system was rebooted without resolution. The surgeon opted to complete the procedure without the use of the imaging system and the case was completed using a c-arm. The procedure was completed successfully and the patient was not impacted.